Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and the pump did not alarm to the high. Customer treated with a bolus. Troubleshooting was declined by customer, although it was found that the customer had the sensor in for 7 days instead of 2 to 3 days. Customer was advised on sensor usage. No further details given.